Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump was eroding through the patient's skin and they were currently in the emergency room due to an infection. No further complications have been reported as a result of this event.